Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. Corrected field: b5. (For information inadvertently left out of previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the probe dropout occurred by the following mechanism: - ultrasonic waves were output while the tissue was grasped at the tip of the gripping section, causing contact between the probe and the tissue pad at the rear end of the gripping section, resulting in wear of the tissue pad. - wear of the tissue pad caused the probe to come into contact with the grasping part. - ultrasound output was performed with the gripping part in contact with the probe, resulting in contact marks. - the probe was subjected to the load of ultrasound output and tissue grasping, and cracks occurred starting from the contact marks. Also, the probe damage error occurred. - some load was applied to the probe or tissue pad, causing it to break. The event can be detected and prevented by following the instructions for use which state: "drawing number and revision number of IFU: rc2058 10 ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that two hours after laparoscopic cholecystectomy, the tip of the sonic beat probe fell into the abdominal cavity. The doctor recovered the fallen piece (approximately 1 cm long, with sharp edges). The presence or absence of intraperitoneal lavage is unknown. The probe had fallen out inside the patient's body in the intraperitoneal. The fallen part was recovered. The subject device was replaced with a thunderbeat device. The procedure was completed. There was no health damage to the patient.

Event description:
It was reported the sonicbeat front-actuated grip device tip fell off outside the body of the patient. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.